Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd y-connector set 2 way there was disconnection. There was no report of patient impact. The following information was provided by the initial reporter: the IV set was not getting fixed into the septum of smartsite bi extension. The moment nurse fixes the IV set to nfc it gets detached automatically. Due to which the therapy stops.

Event description:
No additional information: it was reported while using bd y'-connector set 2 way there was disconnection. There was no report of patient impact. The following information was provided by the initial reporter: the IV set was not getting fixed into the septum of smartsite bi extension. The moment nurse fixes the ivset to nfc it gets detached automatically. Due to which the therapy gets stops.

Manufacturer narrative:
Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: ¿the IV set was not getting fixed into the septum of smartsite bi extension. The moment nurse fixes the ivset to nfc it gets detached automatically¿. The product in use at the time is reported to be a 20019e7d from lot 20125634. The customer reported that the smartsite was connected to a polyfusion vented set by polymed which had a luer slip connection. The customer also reported that during this incidence, saline was being infused. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 20125634 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note that the smartsite device is designed to be used with iso luer lock and luer slip connectors provided on standard administration sets, extensions sets and syringes. The directions for use states ¿if the syringe has a slip luer, the syringe should be inserted and then rotated to a 1/4 turn. Engagement should be confirmed by the user. Do not leave slip luer syringes unattended." In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d extension set in the past 12 months.